Manufacturer narrative:
This report is submitted on october 17, 2019.

Event description:
It was reported that the patient experienced skin overgrowth and infection at abutment site; subsequently the patient underwent skin revision and treated with medication (type and duration unknown). The implanted device remains.